Event description:
The device was used during a gastrectomy procedure. Reportedly, the staples did not form properly. The surgeon manually resected the incomplete staple line to complete the procedure. The hosp has reported the pt's condition as satisfactory.